Event description:
It was reported the pt (B)(6) was experiencing extreme pain in her back and feeling unwell and nauseous. X-rays confirmed lead was medial and posterior so unlikely to be any ongoing nerve root impingement. The physician decided to end the trial and remove the lead. After lead removal symptoms did not improve and blood tests were ordered. Follow up information on (B)(6) 2013, identified the pt's symptoms are improved but she continues to have a high level of back pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.